Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the bottom side of the pump was torn, so the pump was explanted and replaced. No other adverse patient effects were reported.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2019 and revised on (B)(6) 2021 due to the bottom side of the pump was torn.

Manufacturer narrative:
A titan pump was received for evaluation. A separation was noted in the pump bulb where the end cap of the bulb was fully detached. This would have been site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Most testing could not be performed due to the as received condition of the pump. Abrasion was noted on all pump tubes. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) may have been exerted on the pump bulb to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. It is unknown if the end cap of the pump bulb completely detached while implanted or if the separation propagated during explant to full detachment. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.